Event description:
Boston scientific received info that this right ventricular pacing lead exhibited high threshold measurements. A lead revision procedure was planned for a later date. No adverse pt effects were reported.